Event description:
It was reported that the patient had received multiple inappropriate shocks and was admitted to the hospital. The hospital was unable to interrogate the device and there were no tones when a magnet was applied. A local representative will follow up. There were no additional adverse patient effects. The device remains implanted.